Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer 6 was failed to open. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E: initial reporter addr 1 - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 6 was failed to open. A field service engineer resolved the drawer issue by replacing the inseparable latch after identifying a missing magnet. The drawer was tested and confirmed fully functional. The system functioned as intended after the field service engineer repaired the device.